Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 218 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.